Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling bloated and had difficulty breathing during an unspecified process step. The patient was not connected to the homechoice pro device at the time of the events. The patient's symptoms were resolved after draining. There was no report of a medical intervention associated with this event. Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The sample analysis and further testing could not be performed due to the condition of the device when received. The device was found to be severely infested with insects upon receipt. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.